Event description:
The svc report shows that while working on a water damaged exhalation compartment of the ventilator, the co customer support engineer found the filter heater assembly was cold and not functioning. The co found that one of the spade connectors from the interconnect harness was detached from the connector at the heater assembly. The co reconnected the spade connector and verified that the connector was well intact. The unit passed extended self testing. No parts were replaced. This report is not an admission by co that this device caused or contributed to the event alleged in this report.